Event description:
Customer returned the device for evaluation and repair of an air/water aspiration problem. There is no reported harm to any patient. Upon evaluation of the returned device, there was foreign material found clogged in the nozzle. This medwatch is being submitted for the reportable issue of foreign material found clogged in the nozzle during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was foreign material found clogged in the nozzle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for the device evaluation and device return date. This supplemental report is being submitted to provide this information. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The air/water supply volume was inspected for an air and water flow issue. Neither air nor water at the output of endoscope was observed due to a clogged nozzle and a clogged air water channel. The clogging material appears to be white fibers. Other observation for the device is distal end rubber coating (a-rubber) adhesive peeling off and air/water port of connector is bent. Air/water cylinder, suction cylinder, and biopsy channel need replacing as preventive on the off chance that the fibers traveled to those areas.

Event description:
Addendum oct 18, 2022: foreign material was found clogging the air/water channel. The material clogging the nozzle and the air/water channel appears to be white fibers. This medwatch is being submitted for the white fiber foreign material clogging the nozzle and the air/water channel as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Fibrous foreign matter is clogged in the air/water nozzle. There was no deformation or damage to the nozzle. The user performed reprocessing according to french standards and instructions for use (IFU). No deviation from IFU was observed. Olympus will continue to monitor field performance for this device.